Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ureal urea/bun on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a urea value of 35.8 mg/dl. The sample was repeated twice, resulting in values of 60.6 mg/dl and 60.9 mg/dl. The urea reagent lot number was 606341. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
An issue with the reagent can be excluded. The investigation could not identify a product problem. The issue is consistent with incorrect pre-analytic sample handling.